Event description:
Device 1 of 2 reference MFR report #: 1627487-2011-06275. Pt's scs system included an ipg and two percutaneous leads placed in the supra orbital region (off-label location). It was reported the pt's scs system was explanted on (B)(6) 2011 due to an infection found at the lead site. No cultures were taken; however, the infection was treated via oral antibiotics. The explanted devices were discarded by the medical facility. Follow- up on this matter found the pt's infection has resolved. No further issues were reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.